Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- locking pin on broach handle snapped off during use. No impact to patient. Need replacement asap. Photos were provided for review to depuy synthes. Additionally, the photos of the complaint unit were forwarded to the sri team for further investigation. Photo investigation revealed that the alignment tip has been sheared from the handle body. Additionally, signs of wear and tear were identified. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the unk handle would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot- the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: d4: UDI: as the catalog/model number was not provided, (01) gtin is not available.

Event description:
Sri instrument: apau0104, daa dbl offset broach hdl ext extract lt, lot enz121016 locking pin on broach handle snapped off during use. No impact to patient. Need replacement asap. No instrument is returning to franchise for investigation. The product will be investigated locally by the sri team. A report will be provided to franchise upon completion of the investigation. Was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, (B)(4), device property of none, device in possession of none by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Sri instrument investigation report provided by (B)(6) on 20.04.2024 immediate action taken: the item was requested to be returned for inspection so the issue could be confirmed. The product is to be removed from circulation and, if received, will be quarantined during the investigation period, then disposed of per franchise complaint handling policy (B)(4). Assignable root cause analysis: wear and tear from normal use. Assignable cause: material: damaged. Previous complaint numbers (search ecm and / or quality tracking system) apau0105 - (B)(4), (B)(4) apau0104 - (B)(4). The instrument was returned and images provided. The examination confirms the alignment tip has been sheared from the handle body and is consistent with previous complaints. The instrument was designed according to (B)(4) and supplied in 2016. No deviations to manufacturing were recorded. Investigation summary: the mechanical feature related to the complaint is equivalent to the comparator instrument: (B)(4). 1 previous complaint was noted for this product number, and 3 complaints were identified related to the mirrored version of the instrument - apau0105. The instrument was first released in 2016. A total of 104 instruments were manufactured with this product code, with the product code being available since 2014. The instrument was manufactured using donor instruments, with no modifications to the feature relevant to the complaint. Repeat failure mode? Yes. Further investigation required? No. Closure summary: based on the investigation, the need for corrective action is not indicated. No patient harm was recorded. Complaints on this code will continue to be monitored.